Manufacturer narrative:
There was no evidence of a device malfunction. There is no trend observed for this sku and complaint type.

Event description:
It was reported that in (B)(6) 2017 the user developed a rash under the tape portion of the barrier. The rash appeared as a red area with pruritus approximately 1" around the outer ring and under the tape border. During a regularly scheduled doctor appointment, he showed the rash to his doctor. He was prescribed an antibiotic ointment and in a follow up visit he was prescribed oral antibiotics and an antibiotic ointment. When there was no improvement to the rash, the user went to a dermatologist and was diagnosed with a possible allergy. He was prescribed clotrimazole and bethamethasone dipropionate lotion and improvement was noted.